Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) was at 300 mg/dl with extreme thirst. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustment to the pump settings. The reporter alleged that there was an issue with the pump being suspended. Review of alarm history showed that there were occlusion alarms. The reporter insisted that they had lost confidence with the pump and the reported issue remained unresolved. The reported bg excursion did not meet the criteria for a serious injury. This complaint is being reported base on an alleged suspend issue with the pump.

Manufacturer narrative:
Follow-up #1: date of submission 06/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/18/2015 with the following findings: on investigation, the alleged pump suspension issue was not duplicated. Using the returned caps, the pump powered up with auditory and vibratory features. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour basal exercise were completed without any incidences. Pump was able to be manually suspended and resumed without any issues. Unrelated to the complaint, the display was found to have a pinkish contrast.